Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of occurrence: (B)(6) /2024 incident. Description: I inserted a 20g catheter into a patient, pressing the white button to retract the needle, the needle did not fully retract and was still protruding from the catheter. Risk of aes. Current patient status: incident risk only - no aes reported. Actions taken in the care facility to manage the patient: nr.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one insyte autoguard needle that was partially retracted within the safety shield. No label or packaging was provided to confirm the implicated lot and material number. A visual examination of the returned unit revealed evidence of use. What appeared to be blood residue was observed within the needle hub. Multiple stress cracks were observed in the barrel and the barrel was deformed. The observed deformation likely prevented the needle from fully retracting when the safety mechanism was activated due to the needle hub catching on the constricted barrel. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The damage observed on the barrel may occur during manufacturing due to misalignment while loading/seating the barrel; however, as the unit was used, it is possible that the barrel was damaged from storage conditions, which would have cascaded into the reported needle shielding failure. Operators perform functional testing, visual inspections, and setup/setup verification per the quality plan to mitigate the occurrence of this type of defect. Additionally, preventative maintenance (pm) is performed to ensure proper functioning of the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.